Manufacturer narrative:
The medical records indicate the patient experienced adhesions, adhesions are listed as a known possible adverse reaction in the instructions-for-use. Based on the medical records provided, it does not appear that the bard flat mesh was excised during the colon resection procedure performed in (B)(6) 2012. Without a lot number a review of the manufacturing records could not be performed. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2000 - the patient was diagnosed with vaginal vault prolapse, cystocele and bladder neck hypermobility. The patient underwent an abdominal sacrocolpopexy using a "marlex mesh" (alleged davol flat), halban culdoplasty, bilateral paravaginal cystocele repair, burch urethropexy and cystoscopy. Per operative details "two sutures of gore-tex were placed through vertebral body s2 and tied to one end of an 1-inch x 4-inch piece of marlex mesh (alleged davol flat). This was tunneled under the remaining peritoneum and stitched to the apex of the vagina, pulling it back loosely." On (B)(6) 2012 - the patient was diagnosed with sigmoid diverticulitis, portal hypertension, status post bladder sling procedure. The patient underwent laparoscopic low anterior colon resection, splenic flexure mobilization and extensive adhesiolysis. Per operative details, "patient had a foreshortened sigmoid colon, evidence of prior bladder sling (alleged davol flat) procedure." It was further noted during the procedure that "the colon was then dissected off the surrounding small bowel and previously placed sling material."